Event description:
It was reported that the cuff if this artificial urinary sphincter (aus) was not tight enough; therefore, a surgical procedure to remove and replace the cuff was performed. There were no patient complications reported.